Event description:
The customer reported that during a laparoscopic low anterior resection (lar), the device was not being activated; however, an end tone was heard, indicating a completed seal cycle. Another device was used to continue the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The rotation knob was turned to each stop and activated. The button did not stick to cause a self-activation condition. The device was also tested on simulated tissue for proper activation and knife function with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.